Event description:
It is reported that while reaming into the femur, the tip of the lag screw reamer broke off. The broken tip was removed via guide pin and the surgery resumed using the lag screw tap instead.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.